Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2021.

Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's atrial lead show high impedance values. The atrial lead was explanted and replaced. The patient was stable.